Manufacturer narrative:
The subject device has not been returned to omsc, but returned to olympus (B)(4). The evaluation by omsi confirmed that the subject device passed the air leakage test and the electric resistance test in high/low frequency current. However, the evaluation confirmed wrinkles and scratches on the insertion portion of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiography (ercp) using the subject device, a patient felt unspecified shock when the physician conducted a cut operation. The user facility had to replace the subject device with similar but another device and they completed the procedure. There was no report of patient injury. Other detailed information was not provided from the user facility at present.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information and was informed that the user facility used a non-olympus high frequency generator (erbe vio 300d)and a non-olympus sphincterotome (cook, unknown model) in combination with the subject device during the ercp procedure. In addition, it was reported that there was no irregularity in the connection of power cord of the generator, the patient plate, the connection cord between the sphincterotome and the generator and the sphincterotome. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.